Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-34: meter strip connector issue. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error. Husband is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. At the time of the call the customer reported feeling ill with symptoms of increased thirst and frequent urination. Medical attention was not needed at the time of the call. The customer was using proper testing technique. During the call, a blood test was performed by the customer and produced test result of e-5 using meter.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error. Husband is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. At the time of the call the customer reported feeling ill with symptoms of increased thirst and frequent urination. Medical attention was not needed at the time of the call. The customer was using proper testing technique. During the call, a blood test was performed by the customer and produced test result of e-5 using meter.